Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, granuloma, gel bleed, chronic fatigue syndrome-ndr, varied injuries-ndr

Event description:
Patient reported right side "severe discomfort." Healthcare professional later reported "fatigue, chills, exhaustion syndrome, capsular contracture baker grade iii, siliconome, and bleeding" diagnosed by ultrasound. The events of exhaustion syndrome, fatigue, and chills are not device related. Device has been explanted and not replaced.

Event description:
Patient reported right side "severe discomfort." Healthcare professional later reported "fatigue, chills, exhaustion syndrome, capsular contracture baker grade iii, siliconome, and bleeding" diagnosed by ultrasound. The events of exhaustion syndrome, fatigue, and chills are not device related. Device has been explanted and not replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the device. Chronic fatigue syndrome: unable to observe as it is not related to the device. Gel bleed: not observed since the shell barrier can be observed through microscopic inspection. Granuloma: unable to observe as it is not related to the device. Varied injuries: unable to observe as it is not related to the device. As per the investigation procedure, creases and observed an opening assessed as unidentified (tear) opening (shell thickness within specification) were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side "severe discomfort." Healthcare professional later reported "fatigue, chills, exhaustion syndrome, capsular contracture baker grade iii, siliconome, and bleeding" diagnosed by ultrasound. The events of exhaustion syndrome, fatigue, and chills are not device related. Device has been explanted and not replaced.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. ¿ capsular contracture-breast: unable to observe since it is not related to the device. ¿ granuloma-breast: unable to observe since it is not related to the device. ¿ chronic fatigue syndrome: unable to observe since it is not related to the device. ¿ varied injuries: unable to observe since it is not related to the device. ¿ gel bleed: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.